Event description:
It was reported that the insulin pump alarmed button error. Customer stated insulin pump got exposed to water; he took shower with the insulin pump. Customer's blood glucose was 11.7 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.